Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
(B)(6) 2016: supracondylar femur open fracture. (B)(6) primary surgery. (B)(6) 2017: the surgeon confirmed that there are no problems with x-ray. (B)(6) 2017: the patient visited to the surgeon due to knee pain. And the surgeon confirmed that the condylar nail was broken at contact portion with the nail. The surgeon is under consideration for revision surgery of screw and nail replacement. The surgeon acknowledged that this fracture was associated with non-union. Surgeon¿s request; load bearing of the condylar screw.